Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the patient's implantable cardioverter defibrillator was found to be depleted. Premature depletion was suspected. The patient's right ventricular lead also exhibited increased capture thresholds. The patient was stable. On (B)(6) 2019 the patient's device was removed and replaced. The pacing and sensing portion of the patient's right ventricular lead was also capped and replaced. The procedure was successful. Related manufacturer reference number: 2017865-2019-05216.